Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that stent thrombosis and cardiac tamponade occurred and the patient died. The 99% stenosis target lesion was located in the mildly tortuous and moderately calcified ostium of high lateral branch (hl). A 2.25 x 20mm synergy drug-eluting stent (des) was implanted. Two hours post procedure, the patient's condition suddenly changed and emergency catheterization was performed. A thrombus on the left circumflex artery (lcx) was noted. Thrombus aspiration and plain old balloon angioplasty was performed. The thrombus was completely removed and there was no dissection. The condition of the patient became stable after inserting intra-aortic balloon pump and the emergency catheterization was completed. The physician stated that the stent and the clopidogrel taken before performing the first percutaneous coronary intervention procedure was not necessarily the cause of thrombosis. Moreover, clopidogrel was replaced with effient after emergency catheterization. At midnight, there was a sudden change of the patient's condition. Cardiac tamponade and stanford type a aortic dissection was noted. Cardiac massage and percutaneous cardiopulmonary support were performed but the patient was still unconscious. That night, the patient expired. The cause of death was aortic dissection, stent thrombosis was not related. The cause of aortic dissection was high blood pressure which is risk factor of the patient, the synergy stent was not involved.